Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that she is on her fourth sensor that has it has failed on the first day. Troubleshooting was performed / the customer reported having a low blood sugar of 40 mg/dl. Nothing is returning.